Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the dual wave pump is working properly and is connected to the smith & nephew motor via cable. When the motor is activated, the rotor correctly switches from the blue circuit to suction on the motor. However, when the use of the shaver is finished, the rotor no longer switches back to the suction circuit mode, but remains in motor suction mode. No information provided by the customer.